Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level, as readings did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy and received instructions for managing the malfunctioned pump. Technical support confirmed the shipment of a replacement pump and provided comprehensive guidance for its receipt and the return of the faulty pump.